Manufacturer narrative:
The review of the device history records of the part used during the surgery indicate that the implants were manufactured according to specification and no deviations were noted for released product. All materials used for manufacture were certified surgical grade material. The monster screw system biological evaluation was reviewed to ensure the base material of the screw satisfies all endpoints of iso (B)(4).

Event description:
It was reported that the patient underwent a weil osteotomy that used a 2.0mm mini-monster screw. Several weeks after the initial surgery, the surgeon removed the screw due to swollen and inflamed tissue at the surgical site. The exact removal date was not reported. The surgeon commented that the patient may be allergic to the material of the screw. The screw was kept at the hospital for internal testing. No tests have been shared with paragon 28 at this time.